Manufacturer narrative:
Method: x-ray. Device evaluation summary: as received, minimal calcification was observed in the cusp area of leaflet 1, heavy calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 3 exhibited minimal to moderate calcification. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was minimal to moderate at the stent inflow. Commissure 3 wireform was also exposed, most likely due to the explant procedure. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported regurgitation leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency related to this event.

Event description:
It was reported via hospital pathology representative that an aortic valve was explanted and replaced from a patient after an implant duration of approximately 8 years. Records were obtained and indicate that the valve was explanted due to severe aortic regurgitation. Operative report indicates there was some sclerosis of one of the contributing leaflets of the bioprosthesis. Patient also had tricuspid valve regurgitation, underwent tricuspid valve repair with an edwards annuloplasty ring during the same surgery. At the end of surgery, it was noted that the patient tolerated very well, and was transferred to the cardiac surgery ICU in satisfactory condition.